Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that when the patient starts a recharging session he gets a very sharp electrical sensation through the left hand side of his body that was shocking him. The patient was able to turn the ins on and off with the programmer and the recharger, and stated he only felt shocking while recharging. Patient was issued a new recharger to rule out the external device as the cause. The patient was instructed that if the replacement recharger did not resolve the issue he should follow up with his healthcare provider (hcp). There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement recharger resolved the issue about shocking while re charging.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.